Event description:
It was reported after the end user underwent emergency surgery for aortic aneurysm rupture repair they developed diarrhea while in the intensive care unit, the end user developed a grade 3 pressure ulcer due to use of the device. It was further reported the device fell out after (eleven) 11 days, it was removed and not reinserted. It was also reported that some ulceration had occurred to the anal region and pressure damage to edge of anal area was graded and assessed by a tissue viability nurse as grade 3 pressure ulcer.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was reported the end user was receiving ongoing wound care treatment with cavilon barrier film which was being applied to the affected area. No additional patient/event details have been provided to date. Should additional information become available, a follow up report will be submitted. A product lot number was unable to be obtained, thus we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Reported to FDA on (B)(4) 2014.